Manufacturer narrative:
On 22 july 2016 the medical affairs director performed a clinical evaluation and commented as follows: femoral stem revision in a hybrid tha performed 5 years before on a (B)(6) woman (now (B)(6)). The reasons for this loosening are not known and no reasonable hypothesis can be made to date. The only available radiograph shows subsidence of the stem, cement detached from the bone, as if an illness of the bone or low grade infection was taking place. Unusual behaviour for a cemented stem at 5 years. No implantation mistakes are visible on the x-ray. Batch review performed on 27 july 2016. (B)(4).

Event description:
The patient complaining of instability. The surgeon noticed the patient had a loose stem. The surgeon revised the stem, the head and the liner. The surgery was completed successfully. X-rays are available. Explants are not available.